Event description:
It is reported that the tip of the drill broke off during surgery and was left in the patient.

Manufacturer narrative:
Evaluation summary: the most probable cause of drill fracture is contact with adjacent implant component significantly increasing torsional load. As returned, the distal tip of the bit has fractured and is missing. Manufacturing documentation is in order and appears to be conforming. The device has a potential field age of approximately 6 years. Device history records indicate all components were manufactured and inspected to specification.